Event description:
Report received of a programming error. It was reported that the dose calculation function was not used, and ativan was delivered in ml/hr. The intended unit of delivery was not specified. The customer was unwilling to provide any addiional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.